Event description:
It was reported that a spectrum pump had a keypad issue. Evaluation found that the issue was associated with incorrect keypad output. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Confirmed keypad output anomalies. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: (.) Key, #5, #6, #7, #8 and the #9 key. This is caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (.) Key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 1(.) Will be displayed, alphabetically: when the "abc" key is pressed, the "a" will be displayed along with a second audio response without interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.